Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered injury and may continue to suffer severe and permanent injury. The injury has necessitated multiple procedures and the removal of the sling or a substantial part thereof. No further information has been provided.